Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 4.8 mmol/l. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted during the bolus or basal delivery. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.